Event description:
Customer reported receiving low alerts when the blood glucose reading was 114 mg/dl. Customer recalibrated and stated that two hours later the insulin pump went into threshold suspend despite the blood glucose still reading about 114 mg/dl. The sensor glucose reading was 58 mg/dl. The sensor glucose graph was not trending in the direction of the blood glucose. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.